Event description:
The manufacturer received information alleging he is supposed to have surgery he has coughed up black has been getting sick from the device for years related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.